Event description:
The account alleges that the left hand hi/low will not function and the right hand hi/low will only lower, causing the risk of not being able to achieve trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced the left hand user control module cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.